Manufacturer narrative:
The reported problem regarding the leaking diss air filter (water trap) has been confirmed. The filter was replaced but not returned for investigation. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated.

Event description:
It was reported that the diss air filter connected to the compressor was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).